Event description:
Pt was getting consistently low blood glucose readings on the suspect device. She obtained a blood glucose of 38 mg/dl and went to the hosp where within 30 minutes they got a value of 365 mg/dl. She was given an intravenous and juice. No controls were run and pt is fine.